Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed off no power without low battery alert and damage. The customer's blood glucose level was unknown at the time of incident. The customer reported insulin pump going off no power, battery is running low and the back of the case is chipped out. The customer did troubleshoot the issues. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected off no power anomalies noted. No unexpected audio/vibrate anomalies noted. Pump received with minor scratched lcd window, broken battery tube threads, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.